Event description:
Report two of five received of a localized infection around the epidural catheter site. The customer reports that the placement of the epidural catheter was lumbar, for pain control. It was reported that the pt "spiked a temperature" on post-op day 3 and also started complaining of a "sore back." Prior to the epidural catheter being removed, the pt's medical team could not determine the etiology of the fever. On post-op day 5 the epidural catheter was removed. That is when it was noted a "cellulitis type area around the insertion site." It was reported that when the catheter was actually out, there was "pus type drainage that came out of the hole and also from a small egg sized area." The pt was placed on vancomycin; multiple doses were ordered. The pt required some dressing changes. There were no further sequelae and the pt has been discharged home. Add'l pt and event info was requested, but no further info was available.